Event description:
The customer reported that the autopulse platform (sn (B)(6)) showed the following user advisories: ua19 (max applied load exceeded), ua02 (compression tracking error), ua45 (not at "home" position after power-on/restart), and ua07 (discrepancy between load 1 and load 2 too large). Zoll tech support gave the customer instructions to clear ua45. The customer did not contact zoll with any further updates. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.